Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. It is unknown which lead experienced the reported issue; therefore, all leads are being reported on.

Event description:
Related manufacturer reference number: 1627487-2020-01696; related manufacturer reference number: 1627487-2020-01701; related manufacturer reference number: 1627487-2020-01702. It was reported that, during the patient's elective system explant on (B)(6) 2020, one drg lead contact was left behind in situ. As a result, surgical intervention is expected to address the issue.